Event description:
It was reported that a device was used during a sigmoid resection. The device did not cut and fired malformed staples. The case was completed by overstitching. No further info available. There were no pt consequences.